Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported during trouble shooting cycler alarms observing a fluid leak when the cassette was removed from the liberty select. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. I will replace the cycler. The patient insisted on continuing with treatment on the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. There was no missed treatments. The liberty cycler set was discarded.

Manufacturer narrative:
The alleged event is not confirmed. The device was discarded. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.